Event description:
It was reported that several attempts were required by the anaesthetist to insert the central venous catheter into the patient's right subclavian vein. The guide wire got stuck and could not be removed on its own so the anaesthetist had to remove the catheter and guide wire together. A new kit was opened and the catheter was placed. There were no reported complications, injury or other patient consequences as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of product malfunction, therefore, it is reportable.